Event description:
It was reported that the right ventricular lead was capped and unusable. Additional information has been requested and not yet received. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).